Manufacturer narrative:
Ortho-clinical diagnostics inc sent customers who rec'd resolve panel a lot ra539 a letter describing the incorrect status of the wra antigen for cell # 9. An investigation revealed that human sourced polyclonal plasma used to test this product contains an unidentified antibody directed against another low frequency antigen.